Event description:
Patient's mother reported pump has been displaying e4 occlusion messages. Patient stated he has been experiencing elevated blood glucose levels in the 500 mg/dl range; was able to self-treat. Patient alleges the cause of the occlusions was the pump; does not think the piston rod is properly pushing out the insulin. Patient is currently on injection therapy. Requested return of the alleged device for evaluation; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.